Event description:
It was reported that the patient presented remotely via merlin.net transmissions. It was noted that there was a single non-sustained right ventricular oversensing episode. The cause of oversensing was unknown to be either far-field oversensing, lead noise or environmental noise. Programming changes were discussed. The patient was not symptomatic due to the event and would continue to be monitored.